Manufacturer narrative:
The device is not returning for analysis, the location of the device is unknown. A follow-up report will be submitted with all additional relevant information. Date of event: dates estimated. (B)(4). Article titled "pseudoaneurysm formation after ¿preclose¿-assisted impella insertion in a patient with cardiogenic shock".

Event description:
In this case report, the occurrence of an iatrogenic pseudoaneurysm in the setting of impella assisted high-risk percutaneous coronary intervention (pci) in a patient with an acute anterior wall stemi complicated by refractory cardiogenic shock was examined. During this procedure, a single proglide device was used for arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 14f sheath hole prior to impella insertion. Between dilators and sheath exchanges, hemostasis was maintained via manual compression. The impella assisted pci procedure was successful. The patient was then transferred to the intensive care unit for further monitoring. The following day, the patient returned to the catherization laboratory for impella removal. The impella was removed, and hemostasis was achieved using the proglide device and short manual compression. The patient however endorsed discomfort in the right groin after the hemostasis. An additional 10 min of manual compression and 5 min of tamponade using a non-abbott balloon to achieve hemostasis was ineffective. While there was still no evidence of hematoma formation, emergent computed tomography imaging revealed a pseudoaneurysm arising from the rcfa. The pseudoaneurysm was treated successfully with injection of thrombin. Following resolution of the pseudoaneurysm, the patient¿s pain resolved, and was discharged home in a stable condition. The pseudoaneurysm was likely caused by shearing forces of the dilators, the 14f impella sheath and foot of the device. Deployment of the proglide device earlier in the process of dilating the access site was proposed to avoid such complication. Details are listed in the attached article, titled "pseudoaneurysm formation after ¿preclose¿-assisted impella insertion in a patient with cardiogenic shock". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The electronic proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. Additionally, a definitive cause for the reported patient effects of pain and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The patient effects of pain and pseudoaneurysm are listed in the perclose proglide IFU, as foreseeable adverse events of use of the device. The reported medical intervention and medication required were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.